Event description:
The customer reported to customer service that the suction was too high on her pump in style breast pump, causing her nipples to crack and bleed.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow-up with the customer she stated that even at the lowest setting she would experience pain and bleeding. The cuts would reopen each time she pumped and she was forming blisters. She consulted a lactation consultant and was fitted with larger breast shields. On (B)(6) 2013 a medela clinician tech spoke with the customer. The customer reported that she was treated twice with antibiotics for her mastitis by her doctor. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambac, 4th ed p. 294: breastfeeding and human lactation. The pump has been received and evaluated by a quality engineer, no problem was found when tested with customer's kit. She is now fully recovered and has no ongoing adverse effect. Reported issues of mastitis are under investigation (B)(4).